Event description:
It was reported that the joystick is displaying a fault error code e700 on the m41sr16r power wheel chair. Chair would shut off and end user would have to turn joystick back on to move again.